Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received adenosine (unknown concentration and dose) in an implantable pump non-malignant pain and chronic low back pain. The 8286 - empty reservoir was seen on the personal therapy manager (ptm). The patient believed they were not due for a refill until the end of the month (around (B)(6) 2016). The patient was not at home. The patient denied recently being refilled. There were no reported symptoms. The patient was going to immediately contact their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.